Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation the cause of the event of no image was accidental failure due to a faulty printed circuit board. The root cause of why the printed circuit board failed could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered a faulty patient board set and faulty serial digital interface (sdi) which needed replacement. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility returned the olympus asset, evis exera iii video system center to olympus service center. Upon inspection and testing of the returned device, it was observed that the printed-circuit board failed. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.